Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received motor error alarm. The customer¿s blood glucose level was unknown. The customer was unable to complete insulin pump rewind. The customer reported that the drive support cap was normal. The customer also reported that the insulin pump has not been exposed to high magnetic field. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.